Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he is experiencing high blood glucose levels. Customer's blood glucose reading at the time of the incident was 600+ mg/dl. Customer's current blood glucose reading was 539 mg/dl. Customer stated that he treated his high blood glucose with the insulin pump and manual injections. Customer removed that infusion set and found that the cannula was bent at the tip. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's high blood glucose issue could not be determined. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is being returned and replaced.